Event description:
It was reported that an m. Blue plus (#fx824t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the shunt system caused an overdrainage and adjustment difficulties the patient underwent a revision procedure on (B)(6) 2024. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves were determined permeability test: a permeability test has shown that both componets are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the valves operate within the permissible tolerance in their respective relevant position. Adjustment test: during the adjustment test it was determined that both valves are adjustable in all pressure ranges. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can see visible deposits in the m. Blue and in the progav 2.0. The deposits did not affect the technical properties at the time of the investigation. The examination of the control reservoir showed no deviations; it met the specifications. At the time of the examination, it was not possible for us to determine how the functional impairment mentioned above occurred. Proteins in the cerebrospinal fluid can temporarily affect its function and are known side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.